Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) was not inflating properly, compared to how it used to; therefore, a surgical procedure was performed to remove and replace the device. No patient complications were reported.

Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) was not inflating properly, compared to how it used to; therefore, a surgical procedure was performed to remove and replace the device. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.